Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. The customer's blood glucose level was 140 mg/dl. The customer stated that the act button is working and it take a couple of clicks to work. The customer stated that the button is now responding. The customer was offered to troubleshoot but declined including any other additional assistance.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.